Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. Hematometra is a known adverse event associated with endometrial ablation independently of modality used. This fact is described in section 7.2 (other adverse events) of the operators manual rev. E. It states that among other adverse events, hematometra "could occur or have been reported in association with the use of other ablation systems and may occur when the minerva system is used."

Event description:
It was reported that approximately 3 months after a minerva procedure, the patient reported abdominal pain. A hysterectomy was performed and hematometra was confirmed.